Manufacturer narrative:
Evaluation: results: as received, the ipg was non-responsive. Conclusion: according to (B)(4), there is adequate information for preserving the ipg when not in use. This serial number was part of a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system on (B)(6) 2009. On (B)(6) 2011, it was reported that the patient programmer would not communicate with the ipg. The patient's leads had been removed due to an infection on (B)(6) 2009 (reference MFR report # 1627487-2009-00304 and 1627487-2009-00305) and the ipg had not been recharged since that time. The ipg was explanted and replaced on (B)(6) 2011. No additional information is available at this time.